Event description:
Customer reported receiving a reading of 260 mg/dl on their freestyle flash meter, and it was then reported that the customer experienced a hypoglycemic event resulting in a seizure. Within ten minutes or receiving this result the paramedics arrived and received a reading of 30 mg/dl on an unknown brand meter. Customer was not taken to the hospital, and it was reported that a small tube of gel was administered to the customer, it was unknown as to what type of specific medication that the customer was given.